Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. The unit was disassembled for further evaluation and met all specifications. All clip appliers undergo 100% visual and functional inspection during manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. The epix universal clip applier instructions for use (IFU) state, "prior to locating the jaws around a vessel or structure, partially close the clip applier trigger to load the clip in the jaws. Verify the clip has been properly positioned in the jaws" and warns "do not apply excessive side load to the side jaws as this may cause them to partially collapse. The clip applier jaws should be fully open and parallel prior to firing the device." This document represents our final report.

Event description:
Lap chole - "dr (B)(6) went to fire the second clip around a vessel that was not dissected out of the liver bed. He pushed the jaws of the clip applier, without a clip loaded in the jaws, into the liver bed around a vessel. He fired the clip and the clip did not come into the jaws in the correct position. The clip itself had one side of the clip in the middle of the jaws and the other on the outside of the jaws. Dr (B)(6) said that whenever he puts any pressure on the jaws of torques the jaws of the clip applier. The clip applier does not load the clip correctly into the jaws. Or the pressure placed on the jaws while loading the clip causes the clip to scissor around the target tissue. Ha said the same thing happened last week in another case. He says he can perform this technique with his other clip applier and he does not experience problems with the clips." Patient status: ok.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.